Manufacturer narrative:
H10: additional narrative: on (B)(6) 2019 customer stated gas unit was experiencing intermittent waveform and numeric drop out. In addition, the gas unit displayed two errors; "multilink config error" and unable to calibrate. Service requested: exchange. Service performed: exchange. Investigation result: service history for gf-201ra serial number (B)(6) shows no other service notifications. The investigation under (B)(4) concluded that for gf-210ra revision cb and onward with sensor unit cd-314p revision 2 (serial numbers (B)(6) to (B)(6)) needed a firmware upgrade. Revision 2 of cd-314p utilize a new pump with a slight difference in specification. The sensor unit detects this small difference and output as gas device error. The resolution was to perform a firmware upgrade. For gf-210ra with older sensor unit cd-314p (no revision # = first revision), there was no tendency of sensor failing without cause. Of the six units analyzed, the cause of failure was due to usage of overtime. The resolution is to replace sensor as failure occurs. In summary, serial numbers (B)(6) and below has the first version of cd-314p. Serial numbers (B)(6) to (B)(6) have version 2 of the firmware. These units require firmware upgrade. Serial numbers above (B)(6) are not affected. A review of manufacturer's device history record shows no nonconforming report, no deviation and no corrective and preventative actions associated with this device. Please see attached DHR review form. Corrected information: f9. Approximate age of device: incorrectly calculated. Additional information: b4. Date of this report, f6. Date user facility/importer became aware of the event, f7. Type of report, f11. Date report sent to FDA, f13. Date report sent to manufacturer, g4. Date received by manufacturer, g7. Type of report, h2. If follow-up, what type? Additional information, correction, device evaluation, h6. Event problem and evaluation codes, h10. Additional manufacturer narrative.

Event description:
The biomedical engineer reported that the multigas unit was getting intermittent numeric / waveform drop outs.

Manufacturer narrative:
This issue occurred while in use on a patient and not at startup, however no patient harm was reported. The biomedical engineer originally found that there was an aux cable with a kink in it, so he replaced it, which did not resolve the issue. The customer sent the unit in for an evaluation / repair. Investigation results: the reported problem was duplicated in the repair center. In addition, the gas unit displayed two errors; "multilink config error" and "unable to calibrate." Based on these errors as reported in the monitoring devices operators manual, the customer should contact nihon kohden. In this case, standard servicing is required. However, the unit was exchanged as parts were unavailable.

Event description:
The biomedical engineer reported that the multigas unit was getting intermittent numeric / waveform drop outs.